Event description:
Boston scientific received information that the right ventricular (rv) lead perforated in the heart wall. Additionally, pericardial effusion was noted. The lead was explanted and kept in the hospital per physician¿s request. A new lead was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.